Event description:
It was reported that the patient presented to clinic experiencing fatigue. The pulse generator was in backup vvi mode. After a device software download, normal device function resumed.